Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.00mm x 15mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was stable.